Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the pump cable portion of the patient¿s driveline. Although a specific cause for this damage could not be conclusively determined through this evaluation, the damage did not appear to contribute to an electrical issue. Review of the account¿s submitted image revealed a complete tear in the outer jacket of the pump cable, allowing the two portions of the jacket material to pull apart and expose the underlying armor layer. Damage to the armor layer was also observed in this location. The material had separated lengthwise at the location of the tear, exposing the bionate cover; however, the bionate appeared to be intact with no signs of damage. Additional, smaller, partial tears in the outer jacket were also observed; however, the armor layer was not exposed in these locations. No wires were visible, and the damage appeared to be cosmetic only. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a large tear in the outer casing of their pump cable and log files were submitted for review. Log files showed no evidence of any type of driveline electrical conductor issue and the tears to the outer layer appeared cosmetic only. The log file captured routine events and there were no notable alarm conditions or parameter changes. Rescue tape was applied to the driveline.